Manufacturer narrative:
Additional information: for this complaint file, the final customer lot was identified. For this final lot, ten trocar component lots were used to make up the final lot. According to the device history record review no anomalies were found. The product was released based on the manufacturer¿s acceptance criteria. No sample has been returned for evaluation; therefore, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an unspecified number of vitreoretinal procedures the trocar valves leaked. The valves were replaced and the procedures were completed without any known harm or consequences to the patients. Additional information and product samples have been requested.